Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tray is delaminating on the inside.

Manufacturer narrative:
Additional narrative: examination of the returned case confirmed the complaint. The sample was sent to the supplier for evaluation. The supplier states the device has been in the field for several years and exposed to unknown solutions/agents and the condition cannot be reproduced in-house. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.